Event description:
Leica biosystems received a complaint regarding sub-optimal processing from three (3) processing protocols using both retorts a and b comprising 264, 150 and 103 cassettes respectively. Preliminary information provided by a leica field support specialist (fss) indicates that during the manual reagent replacement process, a user erroneously affirmed in the instrument software that the default concentration of 100% was to be set when the reagent in bottle 10 was actually 80%. On (B)(6) 2014, leica biosystems received information from the laboratory indicating tissue samples from six (6) patients were not diagnosable. Further information is being sought as to the number of patients requiring re-biopsy; and the age/date of birth and gender of each patient. Investigation of this complaint by leica biosystems is in progress.